Event description:
Standard insertion technique with guidewire, dilator, introducer etc. While removing the guidewire the internal straight portion came out intact but the outer spiral wire that comes wrapped around the straight inner portion of the wire unraveled off the straight portion. The inner portion was intact on removal, the outer portion was not intact but it did not appear that anything was missing.